Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted: 7707500/pxc141400.

Event description:
On (B)(6) 2010, the patient was implanted with three gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. While trying to implant the contralateral leg component, the device caught on the distal end of the trunk-ipsilateral leg component and pushed the device proximally, covering the left renal artery. The physician was able to pull down the device where it was only partially covering the renal artery. The renal artery was filling upon completion of the procedure. The patient also underwent an unplanned femoro-femoral bypass from the left to the right side due to the patient having no blood flow to his right leg. The patient tolerated the procedure.